Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes at six week follow up the lead was disloged. During repositioning the helix would not retract, therefore the lead was replaced.